Event description:
It was reported that a vns patient developed an infection at the generator site, requiring antibiotics to clear a staph infection. Further follow up with the surgeon revealed no new information, as the physician was unaware of the reported infection.

Manufacturer narrative:
Manufacturing records were reviewed by manufacturer. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of the devices prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.